Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (parent) reported a high reading issue with the adc device. An unspecified high sensor reading was obtained, with the customer experiencing seizure and loss of consciousness. The customer was treated with glucose injection by caregiver, then taken to hospital where customer was provided additional glucose injection for hypoglycemia. Healthcare meter results of 67 mg/dl and 178 mg/dl were reported, compared to sensor readings of 101 mg/dl and 300 mg/dl. There was no report of death or permanent injury associated with this event.